Event description:
It was reported that approximately three years post-implantation, the patient underwent a hip revision due to dislocation and subluxation. The liner and modular head were revised. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 00877503203 lot# 3020602 bioloxâ® delta, ceramic femoral head, l, ã¸ 32/+3.5, taper 12/14. G2: foreign ¿ united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. The following sections were corrected: d1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.